Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue; the pump is reportedly rebooting without user involvement. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: there were no pump reboot events observed in the pump's black box. No damage was found to the battery compartment or cap. The pump was exercised for 24 hours with no power interruptions observed. There was no evidence of moisture on the internal components of the pump. The alleged issue could not be duplicated.